Event description:
It was reported that the patient underwent a surgical procedure to explant this malleable penile prosthesis for unspecified reasons. The malleable prothesis was replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this malleable penile prosthesis for unspecified reasons. The malleable prothesis was replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.